Event description:
In (B)(6), 2014, a st jude pacemaker/defibrillator (cd2357-40q) was placed in my chest. On (B)(6) 2018, it was replaced allegedly due to a rapidly battery caused by a failure described in the literature. None of the "warning measures" described in battery performance alerts, etc, activated, nor had any of several warning letters been supplied to the pt. Upon inquiry, st. Jude rep stated that the device had an on/off option for vibration notification of potential failure, but the technical person did not know what the option status was upon shipment, involving that the provider decided how to set the device's status; however, had the position been "on", even rapid depletion should have initiated vibration. Local st. Jude rep could not explain why the merlin alert system did not communicate with my device stating that it would/did successfully interface with the internal and should have provided warning to the recipient. These alert failures allowed for a period of up to nine months during which time the device could have been inoperable. (The time span between the last device check, which indicated up to five years remaining battery life, and the failure observation.) Despite st jude's stating that warning notifications of potential failure were provided to physician and pts, a rep said that written notice was given only to physicians, and pts were expected to anticipate, find and access the notice on st. Jude's website. Logically this would put the "onus" on the physician/provider to directly notify those pts who did not routinely access the website or who did not have the ability to do so. Obviously in this case, such notification did not occur. Research revealed that st. Jude knew that the implanted device had the potential for failure, yet they did not take adequate steps to directly inform pts of the problem, nor did they implement adequate and effective pt-protective measures. In their defense, st. Jude rep stated that they had performed according to instructions from the FDA, however inadequate they may have been.